Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt failed incoming testing) has been confirmed. Upon investigation the electrode belt cable connecting ECG "a" , ECG "b" and front therapy electrode cable was severed and missing. The cause of the failure was the severed cable. The root cause for the severed cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the belt failed incoming testing.